Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level displayed as "high" on the continuous glucose monitor (cgm); specific value not provided. A correction injection was given to address the elevated bg. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.